Event description:
Distirbutor contacted dexcom technical support on (B)(6) 2015 to claim output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).